Event description:
It was reported that the balloon of a large volume folfusor burst within 24 hours of the infusion. This issue was discovered during patient infusion. The device was filled with 5-fluorouracil and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined, however, the possible cause for the reported bladder rupture may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.